Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received open book error image in the insulin pump screen. The customer¿s blood glucose level was 208 mg/dl. Customer reported that the no any error had on insulin pump before open book image displayed on the screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Severe corrosion on force sensor assembly and moisture damage on motor assembly.